Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had battery issues and the insulin pump was not turning back on. They had received a low battery alarm and had changed the battery multiple times. The insulin pump's screen was blank. There was a corrosion inside the battery chamber. There was a crack around the battery area. The customer's blood glucose level when they noticed the crack was 160 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to corroded battery tube. Unable to perform functional test due to blank display. Unable to verify low battery alarm due to blank display anomaly. Unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window.